Manufacturer narrative:
An eval of the device identified multiple occlusion alarms in the device logs that may have contributed to the pt's high blood glucose level. No device failure was identified. Cause of the occlusion alarms is unk.

Event description:
Pt reported high blood glucose level requiring hospitalization.